Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to 273 mg/dl (15.2 mmol/l) while wearing the pod for an unknown duration. The patient reported insulin leakage at the pod site, and the pod adhesive was slightly detached with the cannula found dislodged from the infusion site. As treatment, a new pod was applied. There was no medical assistance required.